Event description:
It was reported to fresenius that the multifiltrate pro machine shut down during a patient¿s continuous renal replacement therapy (crrt) treatment with a loud warning sound. System error 9048 was received. The reported issue interrupted treatment and prevented the patient¿s blood from being returned. The patient¿s estimated blood loss (ebl) is approximately 250 ml. There was no reported serious injury or required medical intervention. An evaluation of the machine was completed by a service technician who identified system error 9045 in the error memory. The control board (cpu m2) was replaced to resolve the reported issue. The machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer which prevented a physical evaluation from being performed. However machine files were provided to the manufacturer for review. The manufacturer concluded from the review that a communication error code which ultimately resulted in system error 9040.1. A review of complaints revealed that the reported failure is a known event. This issue is captured in a corrective and preventative action (CAPA) where further root cause analysis is being investigated. A review of the device history record is not required. The manufacturer determined the reported issue could be reproduced. Error code 9040.1 is a collective error code for different miscalculations. There are many sources of the error. There is currently not a single root cause. The error usually leads to the termination of treatment. After the restart of the device the treatment could be continued. Manual blood reinfusion should always be possibly and is described in the instructions for use (IFU). Review of the IFU and/or service manual is not necessary as the complaint is not related to the the function/operation of the device or an operating handling error. A review of the service manual is considered to be not necessary because the complaint is not related to a faulty handling during service activity.

Event description:
It was reported to fresenius that the multifiltrate pro machine shut down during a patient¿s continuous renal replacement therapy (crrt) treatment with a loud warning sound. System error 9048 was received. The reported issue interrupted treatment and prevented the patient¿s blood from being returned. The patient¿s estimated blood loss (ebl) is approximately 250 ml. There was no reported serious injury or required medical intervention. An evaluation of the machine was completed by a service technician who identified system error 9045 in the error memory. The control board (cpu m2) was replaced to resolve the reported issue. The machine was returned to service. The sample is available to be returned to the manufacturer for physical evaluation. Additional information was requested however a response was not received.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.